Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed multiple kinks along the hypotube. The collar is separated, and the ptfe was still holding the separated ends together. There is a flat spot on the distal shaft approximately 16.7cm from the tip. Microscopic inspection revealed scratch marks on the distal shaft around the flat spot area. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 08oct2019. It was reported that the guidezilla tip was deformed and unable to cross the lesion. The 85% stenosed, 28mm x 3.0mm, target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the head end of the guidezilla was deformed and the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed that there was collar separation.